Event description:
It was reported that the pump declared alarm 20 during the loading process. There was no adverse impact to the customer¿s blood glucose level, and the level did not exceed 500 mg/dl. The customer, assisted by cts, attempted to load a new cartridge following the proper technique, but the cartridge alarm recurred, preventing the successful resumption of insulin therapy. Cts decided to replace the pump as a resolution.